Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), pregnancy with contraceptive device ("post-implant pregnancy") and gastrectomy ("gastric sleeve surgery") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure (batch no. 627290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 ((B)(6) 2002, (B)(6) 2004, (B)(6) 2008) and gestational diabetes. Concurrent conditions included obesity. Concomitant products included oral contraceptive nos from 2011 to 2012, paracetamol (acetaminophen) since 2010, paracetamol (tylenol) since 2008 and sertraline (zoloft) since (B)(6) 2017. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2008, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse"). On (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). In (B)(6) 2011, the patient experienced bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On an unknown date, the patient underwent gastrectomy (seriousness criterion medically significant), menstrual disorder ("menstruation issues"), amenorrhoea ("no periods for 2.5 years after implant then no period after pregnancy for several months") and back pain ("lower back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the device dislocation, pregnancy with contraceptive device, gastrectomy, menstrual disorder, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, amenorrhoea, depression, anxiety, dyspareunia and back pain outcome was unknown. The pregnancy outcome was not reported. The reporter considered amenorrhoea, anxiety, back pain, bladder disorder, depression, device dislocation, dyspareunia, gastrectomy, menorrhagia, menstrual disorder, pregnancy with contraceptive device, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: she underwent treatment due to complications from the essure device. The instrument was then deployed and approximately 5 to 7 coils were seen outside that ostium. The patient tolerated the procedure well and was in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. On (B)(6) 2011 patient had surgical pathology report resulted in received in formalin labeled right tube and left tube are two purple-tan, soft, tubular portions of tissue measuring 3.1 x 0.6cm and 3.8 x 0.6cm. Sectioning of each of the tissues reveals a pinpoint 0.1cm stellate lumen on cut section. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: new pfs received- psychological or psychiatric problems condition: depression and mental anguish, dyspareunia (painful sexual intercourse), lower back pain and gastric sleeve surgery were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.